Event description:
The customer reported that the device failed to charge the batteries and failed to power up via ac power. There is no reported negative impact.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to charge the batteries and failed to power up via ac power. There is no reported negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.